Event description:
The following has been reported: customer reported: biomed reports: we have another pump that needs repair. We are receiving a down stream error even though the unit does not have a set attached. There was no patient involvement. Waiting for biomed to send me pump serial # a preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board) an active infusion was not stopped. No adverse effects were reported. Further information is needed to complete the investigation.

Event description:
The pump was returned for evaluation of a pressure board failure. Upon investigation, the pump was alarming on powering on, device logs pointed to the pressure board. A testing pneumatic block was installed which resolved the issue. As the pressure boards are not backwards compatible, the entire manifold will need to be replaced. Additionally, upon observation the glue on the ipc midway connection had leaked causing the ipc midway and set ID wire to stick together. Moving the ipc for investigations/testing caused the insulation on the set ID wire to become damaged exposing the wire.